Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of 3000 ohms and the polarity had changed to unipolar due to the lead safety switch. Upon further check, noise was observed in bipolar, and the amplitude and impedance were within normal range when in unipolar, but the threshold is high. Based on the findings, a lead fracture was suspected. Physician decided to reprogram sensitivity and output. This ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.